Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the weasand during a balloon dilatation under bronchoscope procedure performed on (B)(6) 2022. During preparation, it was noted that the balloon was leaking liquid. The procedure was completed with another cre pulmonary dilatation balloon. The instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications have been reported due to this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: device code a0504 captures the reportable event of balloon leaked. Block h10: investigation results the returned cre pulmonary dilatation balloon was analyzed and a visual and microscopic examination of the device found that the balloon was torn longitudinally. No damage was found on the catheter of the device. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The customer pre-inflated the balloon before inserting the device into the working channel and this manipulation can provoke damages to the balloon. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing the problem of torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was stated in the instructions for use (IFU) that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the weasand during a balloon dilatation under bronchoscope procedure performed on (B)(6) 2022. During preparation, it was noted that the balloon was leaking liquid. The procedure was completed with another cre pulmonary dilatation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications have been reported due to this event.